Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that 3 of the bd¿ arterial cannula with flowswitch catheter tip were damaged. 2 of 2 files related. The following information was provided by the initial reporter, translated from italian to english: and broke at the tip.

Event description:
It was reported that 3 of the bd¿ arterial cannula with flowswitch catheter tip were damaged. 2 of 2 files related. The following information was provided by the initial reporter, translated from italian to english: and broke at the tip.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.